Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic oophorectomy. According to the reporter: the device was broken at the thin metal part of the jaws root. After the ovaria was cut and while removing growth by rotating the dial, the instrument broke. The fallen piece was retrieved with a clamp. Another device was used to complete the case. There was no bleeding, no tissue damage, nor was the operating room time extended more than 30 minutes.